Manufacturer narrative:
The following devices were also listed in this report: uni adaptor sleeve v40 ti; cat# 6519-t-100 ; lot# 99161705. 25mm mod rev hip body/bolt stdcomponent level 9006-1-025; cat# 6276-1-025 ; lot# 89266101. Bowed conical stem 20 x 235mm restoration modular hip system; cat# 6276-7-320 ; lot# cax092393c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a ceramic head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been 01 other similar events for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to infection. An I&d with head and (competitor) liner exchange was performed. Rep confirmed that no further information will be released by the hospital or surgeon.